Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Issue occurred during revision t4-pelvis spinal fusion (5075242). During the replacement of one of the screws, a screwdriver tip was broken in a screw (179722845) and so the screw was then removed, with the tip seen in the shaft of the screw, and replaced with another screw. The delay to surgery was minimal. The broken instrument will be returned to the loans department following the normal decontamination process at the hospital. There was also a "burred" instrument (289410300) that will need to be replaced. This will also be decontaminated and returned to the loans department. No adverse event to patient. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.